Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) identified that the station was set to temporary non profile mode on the server and asked the customer that whether the station was supposed to be in profile mode or non-profile mode. Later, customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patient orders were not visible on the station. The customer reported that the issue had also occurred earlier the same day and was believed to be resolved; however, it recurred. The customer confirmed that the orders were visible on the server but not on the station, which was displaying disconnected mode and temporary non profile status. The issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.